Event description:
It was reported that the patient experienced an infection. The pacemaker was observed to have eroded. It is suspected that the patient experienced an allergic reaction to the pacemaker, or the patient contracted the infection during the initial implant procedure. The pacemaker was explanted and replaced and the right ventricular (rv) and right atrial (ra) leads were capped and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Manufacturer narrative:
Interrogation results were normal, visual screen was acceptable and device image was downloaded successfully. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.